Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to fill tubing. Customer stated that they do not use the sensor feature and they were able to rewind the insulin pump. Customer also mentioned receiving a no delivery alarm. Customer was in a rush and troubleshooting was not performed. Customer's blood glucose reading at the time of the call was 129 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.